Event description:
Patient was status post cardiac surgery, and had temporary pacemaker. She suffered asystolic arrest and pacemaker was not firing or capturing. Pt. Was immediately resuscitated with no harm.